Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation strenuous activity, malalignment, trauma, non-union, or excessive weight." (B)(4). Additional device information - indicated revision is due to fracture of one pubic fixation screw; two pubic fixation screws are implanted in the patient. It is currently unknown which screw fractured. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04274 / 04275).

Event description:
A hip revision procedure has been indicated approximately one year post-implantation due to fracture of a pubic fixation screw; however, no revision procedure has been reported to date.